Event description:
It was reported that a pump malfunction occurred, identified by malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with information on how to reset the pump and assisted in doing so, which resolved the issue without recurrence. The customer was advised to continue using the pump and to contact support if the malfunction recurred.